Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the compressor was used in combination with a ventilator (no patient involvement). The root cause and resulting issues could not be confirmed. A defective pressure gauge could be confirmed. In consequence the part was replaced. There was no reported patient or user harm.

Event description:
The report by hospital say: abnormal sound of air compressor was found after start up.